Manufacturer narrative:
A2) patient age - median age was 60 a3a) patient sex - 113 males, 40 females a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from turkey, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, cardiac tamponade and arrhythmia are listed as potential adverse events with use of the tightrail devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 31dec0217) ¿transvenous lead extraction by using tightrail¿ mechanical dilator sheath: single center experience¿. The study retrospectively aimed to report the experience regarding transvenous lead extraction in terms of procedural success and complications as well. A total of 153 patients who had undergone transvenous lead extraction were enrolled in the study between september 2014 and october 2017. All lesions were sequentially treated with spectranetics tightrail rotating dilator sheaths. Procedural complications included 3 failed extractions requiring surgical intervention, 1 cardiac tamponade requiring pericardiocentisis, 1 ventricular tachycardia, 1 post-procedural pericardial effusion, 3 incomplete lead extractions, and 1 re-extraction 13 months later due to incomplete extraction in the index procedure. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 31dec0217 has been used, the date of publication. Aytemir, kudret,kaya, baris,sahiner, levent,çöteli, cem,canpolat, ugur,sener, yusuf,oksul, metin,yorgun, hikmet. 2017. Transvenous lead extraction by using tightrail¿ mechanical dilator sheath: single center experience. Acta medica 2017, 48(4): 6-11. This report captures the serious injuries that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.